Event description:
It was reported to philips that the device has a damaged measurement panel ECG. There was no patient involvement.

Manufacturer narrative:
Complaint evaluation: the filed service engineer (fse) evaluated device and confirmed the damaged measurement panel ECG. The device needs a measurement panel ECG. Customer resolution and conclusion: upon conclusion of the evaluation, it was determined that the measurement panel requires replacement. It was replaced. The device passed testing and was put back into service.